Event description:
An lavh procedure was performed by the surgeons at (B) (6) hospital. During the post op, the surgeon discovered a hematoma and ureter injury. The ureter injury happened near the bladder. The surgeon was concerned that it was caused by the lateral spread of the omni device. The generator setting was likely vp3 100, hc2 50.

Manufacturer narrative:
The device has been discarded by the facility. As such, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.